Event description:
Facility found a source of air entering the system from a micro crack at the hub of the needle. The pt's system had air, when trying to find the source pct found a crack at the needle hub. (The point at which the 16g needle meets line). Due to the pt's anxiety she would not allow us to recannulate her and re-initiate her treatment. No air was allowed to enter the pt. The pt was discharged.